Manufacturer narrative:
Concomitant: 7088b ipg implanted: 1999-(B)(6). (B)(4)

Event description:
It was reported that the right atrial (ra) lead had low impedance. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.